Event description:
It was reported that during pre-implant inspection, the helix of the lead would not extend after 20 turns. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The helix/lobe was distorted/bent. The analyst noted that the helix had been returned partly extended and bent. It cannot be determined when or how this occurred, but the helix operates within specification at this time.